Event description:
Boston scientific crm received information that this patient's physician called boston scientific technical services (ts) questioning the battery remaining on this device. The battery indicator two years ago stated beginning of life, and now shows much less than that. Ts suggested performing a hex dump at the patient's next visit to get a more accurate battery longevity estimate. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.